Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as smooth opening. Capsular contracture-breast: unable to observe, since it is not related to the device. Use error-breast: unable to observe, since it is not related to the device. Crease/ folding of implant-breast: observed, flat creases. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, a left side "exchange with no complaint against the device. Healthcare professional, later reported, "grossly ruptured". "Implant had crease¿ and ¿tear noted, possibly associated with a hole". "Damaged cause by explant surgery as excacorbated by explantation" and baker grade I/ii". Device has been explanted.

Event description:
Healthcare professional reported a left side "exchange with no complaint against the device. Healthcare professional later reported "grossly ruptured", "implant had crease¿ and ¿tear noted possibly associated with a hole", "damaged cause by explant surgery as excacorbated by explantation" and baker grade I/ii." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and use error.